Event description:
An endurant ii stent graft was implanted for use for the treatment of an abdominal aortic aneurysm. It was reported that the patient presented post-op 1 year with aaa expansion of 1 cm to 11cm and inability to eat due to gastric compression and displacement. The patient was in the hospital being treated for a pyloric obstruction when the physician was notified. Upon evaluation of the films remotely, it was determined that the patient needed to have an explant of the stent graft in order to alleviate the obstruction. The decision to explant was based on this fact alone the patient had a type ib endoleak in both limbs at the time of explant. The stent graft was in a good position. It was determined that the best course of action given his aortic distention and short landing zones bilaterally would be to partially explant the graft (ie. Cut across the mid-segment of the bifurcated device) and then sew a dac ron graft to complete the aorto-bi iliac repair. The patient has been extubated, and is recovering well. No additional clinical sequelae were reported. The explanted graft has been retained at the hospital. Film review analysis: review of several returned cta images revealed that the patient's aaa measured 99.3mm in diameter. As the films were non-contrast, no assessment of the stent graft patency or any endoleak could be made. One of the iliac limbs was seen placed into the iliac artery, however the amount of seal length could not be measured as no scale was seen on the films. No stent graft issues were observed. The cause of the events could not be determined from the limited images provided.

Manufacturer narrative:
(B)(4).